Manufacturer narrative:
Investigation: during DHR review there was no documentation of issues for the complaint of batch #8173882 during this production run. 10 samples were received. They came in the sealed packaging blister. Functional test was performed by drawing saline solution, no issues were experienced, no leakage was observed. Visual inspection under the microscope was performed finding no damage, etch was good. No defective grind, no hooks were observed. The complaint could not be confirmed and a root cause not determined.

Event description:
It was reported that bd¿ blunt fill needle leaked. No serious injury or medical intervention was reported. Verbatim: "material no. 305180 batch no. 8173882. It was reported there was coring, insertion difficulty, leakage, and cannot draw. Bevel and thickness of needle is larger and flatter than normal. Requires a lot of force to puncture IV bag parts and vial stoppers(causing coring and puncturing of IV bags(leaking), needle squeaks when entering vial stopper cant manipulate needle once in vial - unable to move needle once in vial/difficulty adding air and drawing in medication, which requires multiple punctures. This lot of needles is a safety concern as it can affect the final product and causes wastage of drug. Normally, we do not have issues with this product but this lot appears to be faulty."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt fill needle leaked. No serious injury or medical intervention was reported. Verbatim: "material no. 305180 batch no. 8173882. It was reported there was coring, insertion difficulty, leakage, and cannot draw. Bevel and thickness of needle is larger and flatter than normal. Requires a lot of force to puncture IV bag parts and vial stoppers(causing coring and puncturing of IV bags(leaking), needle squeaks when entering vial stopper cant manipulate needle once in vial - unable to move needle once in vial/difficulty adding air and drawing in medication, which requires multiple punctures. This lot of needles is a safety concern as it can affect the final product and causes wastage of drug. Normally, we do not have issues with this product but this lot appears to be faulty."